Event description:
Device 2 of 3: reference MFR report: 1627487-2012-1744, reference MFR report: 1627487-2012-1746. It was reported the pt's ipg was replaced with a new one due to experiencing an increased recharge burden. The physician also replaced her leads with new ones to provide effective stimulation for her hip pain and foot pain. It was reported the pt is doing well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.